Manufacturer narrative:
One device was returned for analysis in used condition. The customer's problems were replicated with the most probable cause being a depleted internal battery, and a software issue. Software upgrade is required, alarms data loss on power up, and has a last error code as 44509. Problems were verified by physical inspection and functionality testing. The cause is a depleted internal battery, and a software issue. Charged internal battery and performed battery test. Flashed most recent software and cleared error to correct the issue. Device passed all functional tests after the repair.

Manufacturer narrative:
B3 is unknown. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported device needed software upgrade. The device needed a new battery door. The device also had an alarm "data loss" on power up and had a last error code 44509. The event occurred during testing. There was no patient involvement.